Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the proximal clevis hub. Clevis does not exhibit any damage or wear marks. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument wires were broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.